Event description:
The account alleged that the wire for the obstacle detector at the right head end of the bed has a hole in it. The account stated that bare metal wire was visible.

Manufacturer narrative:
The account replaced the right obstacle detect cable to repair the bed.